Event description:
It was reported that the medical professional could not interrogate generators. The wand 9v battery was replaced and the problem persisted. A replacement usb cable was sent to the medical professional and no further communication problems occurred when the new cable was used. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Return of the suspect usb cable is expected but it has not been received to date.

Event description:
Further information was received stating that the suspect cable was tested again by the health care professional in the operating room and that the communication problems did not reoccur consistently, as communication was successfully completed with only a couple of interrupted tests in a row. The suspect cable was received by the manufacturer. Analysis of the cable found no anomalies and it confirmed that the device performed according to functional specifications.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Manufacturer narrative:
UDI# (B)(4). Additional manufacturer narrative; corrected data: the previously submitted MDR inadvertently lacked the suspect device's UDI number.